Manufacturer narrative:
(B)(4): evaluation: several attempts to get additional info on pts and/or pts outcome has been done; however, surgeon has not provided any update at the time of this report. Equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. All the signals checked with oscilloscope were within specification and also the energy readings. Nothing was changed on the surgical settings side. Surgeon does not believe the intralase to be the source of the problem. Surgeon reported that she is going to look at the drops, sponges, gloves etc, as she believes somewhere there lies the source of the problem. All of the items she uses during surgery are disposable except for the speculum. No device failure.

Event description:
Surgeon reported that femtosecond laser was used to create corneal flap for lasik surgery. The surgeon had noticed over the last weeks some severe cases of dlk, on four (4) unidentified pts. Surgeon reported later that of the four (4) cases reported, three (3) improved with medication and one pt case is serious.